Event description:
It was reported that the patient was unable to charge the ipg out of hibernation despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.